Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the coil peeled, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presented ptfe coating peeled. All the outer diameter (od) were taken and compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. A 035/260 amplatz super stiff guide wire was advanced to the target lesion. The physician wanted to hydrate the guide wire between exchanges so the wire was removed from the patient's body. When the physician wiped the guide wire with a 4x4 sponge, it was noted that the coating was coming off the wire and was flaking off unto the sponge. The procedure was completed with another of the same device. No complications were reported and patient's status is fine.

Event description:
It was reported that coating issue occurred. A 035/260 amplatz super stiff¿ guide wire was advanced to the target lesion. The physician wanted to hydrate the guide wire between exchanges, so the wire was removed from the patient's body. When the physician wiped the guide wire with a 4x4 sponge, it was noted that the coating was coming off the wire and was flaking off unto the sponge. The procedure was completed with another of the same device. No complications were reported and patient's status is fine.